Event description:
A complaint was received via direct call to the emergency support program regarding a sensation plus 50cc intra aortic balloon (iab) optical sensor failure alarm. A nurse reported the alarm and requested assistance. Troubleshooting was performed, including removal and reinsertion of the fo cable with proper arrow alignment. However the alarm persisted. No harm.

Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a failure of sensor can occur due to one or more of the following probable causes. Iab sensor failure a fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure a sensor failure can result from the following optical sensor kink break in sensor connector issue.